Manufacturer narrative:
Section b5: additional information; the previous report referenced a pump exchange on 10nov2017 which was originally reported under MFR. Report #2916596-2017-03192. Based on additional information received, this event is unrelated to that pump exchange and took place on (B)(6) 2017.

Event description:
The patient underwent a pump exchange on (B)(6) 2017 due to the patient's course complicated by pump thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent a pump exchange. The reason for the exchange was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed as there is no product available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the pump exchange was related to a thrombus event on (B)(6) 2017. It was previously reported the patient was explanted due to thrombus and was not eligible for exchange or transplant. Then it was later reported the patient underwent a pump exchange in 2017.

Manufacturer narrative:
The original event was previously reported under MFR. Report #2916596-2017-03192.